Event description:
Reference number (B)(4) event occurred in saudi arabia. It was reported that the patient experienced low blood glucose on (B)(6) 2026, occurring on the first day of infusion set insertion. The low blood glucose was treated with juice. No further information available.